Manufacturer narrative:
Site representative declined to provide the patient identifier and patient weight. Patient exam archive has been requested. Software has not been evaluated as of the date of this report.

Event description:
A medtronic representative reported that, the surgeon alleged a navigation inaccuracy of approximately 2mm during a functional endoscopic sinus surgery (fess). It was reported that the surgeon felt inaccurate after completing registration, and went forward with that understanding for the duration of the case. The tracer registration pattern was reported to be done properly. It was noted that the patient had excessive loose skin. Additionally, it was noted that the site had been moving the camera closer; it was 3 1/2 to 4 feet away from the patient tracker, optimal distance is usually 6 feet. The procedure was completed with the use of the landmarx evolution. There was no impact on the patient outcome.